Manufacturer narrative:
The replaced master control board (mcb) s/n (B)(4) was not returned to the manufacturer.

Manufacturer narrative:
Corrected returned part s/n from (B)(4) to s/n (B)(4). The master control board s/n 4015 was returned to manufacturer on september 10, 2015. The returned master control board was discarded.

Manufacturer narrative:
System analysis/service repair on august 12, 2015. The reported issue of laser does not start was verified and determined to be the result of a faulty master control board. The master control boards was replaced, set water flow, set detector. Cleaned fiber port to prevent contact corrosion. The system was tested and verified to specifications.

Event description:
It was reported that the laser would not start the count down. The patient had been administered anesthesia; the procedure was completed with an alternate procedure (classic resection). There was no injury to patient reported.